Event description:
The customer reported that while pipetting an antibody screening assay on summit the technician observed improper delivery of fluid to row 4 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.